Event description:
The pt was revised because the tibia was cut in varus and the insert was slightly worn.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.